Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted. Device received with critical pump error due to moisture damage to the electronic assemblies. No moisture damage was found on the keypad assembly. Device also received with cracked case behind the insulin pump near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical pump error alarm. The customer's blood glucose level was 10.4 mmol/l at the time of the incident. Customer received a low battery alarm when they went swimming and then received critical pump error alarm. Customer inserted another battery but the screen of the insulin pump remained blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was performed and the insulin pump will be returned to the analysis.